Event description:
It was reported that an infection occurred. The patient died as a result of complications reportedly associated with laser lead extraction of the implantable pulse generator (ipg) system including atrial and ventricular leads. It was reported there was apparent bleeding of a major vessel or tamponade.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 4568-53 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: a medial segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.